Event description:
Additional information was received from the patient on (B)(6) 2016 stating that nothing in their day to day activity had changed, and they just began to experience a lot more pain than usual, followed by the early replacement indicator (eri) code. They had spoken with the surgeon who placed the device, and they planned on having a surgery again to replace it.

Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for stenosis reported a week ago the pain started ¿killing them¿ and they were experiencing really bad back pain resulting in them having to take too much medication. It was noted the consumer had reflex sympathetic dystrophy and had pain in their shoulders and it was ¿like it was before the implant and they gave me an injection and my back pain is really bad.¿ on (B)(6), the consumer reported seeing the elective replacement indicator (eri) message when they were trying to increase stimulation. The consumer stated ¿it¿s turning off and I don¿t feel it in my body anymore.¿ there were no recent traumas or falls that could be related to this issue and there was no allegation or dissatisfaction with the batteries longevity. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.